Event description:
It was reported that the patient with this right ventricular (rv) lead experienced discomfort, went to a local clinic in which an electrocardiogram revealed complete atrioventricular block. The rv lead exhibited pace impedance measurements of greater than 3,000 ohms, resulting in a lead safety switch. It was noted that the lead was fractured and damaged. Subsequently, the rv lead was surgically abandoned and a new rv lead was implanted, which remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, a supplemental report will be filed at that time.